Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin.net transmission showing non-sustained lead noise due to post paced t wave oversensing. Patient was asymptomatic. Programming changes were made during device check.